Event description:
Note: refer to MFR report #3005099803-2008-00530. Since the account site inadvertently sent back the wrong device; a new complaint file was generated in order to address the incorrect device. Our findings revealed that the returned device was found to be intact, with no separated components as stated in the event info, as received, it was found the returned device was difficult to function when opening and closing the basket. In addition, there is a large amount of friction between the drive wire and sheath that can be felt when the basket is functioned.

Manufacturer narrative:
Further product eval is in progress; results will be provided in a follow-up medwatch report.